Event description:
On (B)(6) 2025, the patient presented to the emergency department with concerns of fluid accumulation beneath the implanted device. Upon evaluation, the patient underwent a procedure involving reopening of the incision site and thorough irrigation to address the issue.

Manufacturer narrative:
(B)(4) the rns neurostimulator and leads remain implanted and programmed for use.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2025, the patient presented to the emergency department with concerns of fluid accumulation beneath the implanted device. Upon evaluation, the patient underwent a surgical procedure involving reopening of the incision site and thorough irrigation, including oral antibiotic treatment to address the issue.